Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported via phone call indicating that the customer was hospitalized because they were not in the right mind. The customer's blood glucose was unknown. The caller stated that they did not have access to the insulin pump. The caller stated they were the customer's parent but they were not in on the hippa list. The customer did not return the product back for analysis.